Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02179. Related manufacturer reference number: 1627487-2023-02178. It was reported that the patient's leads migrated and that the ipg stopped holding a charge. As a result, the ipg had become inoperable, and the patient lost effective therapy. Surgical intervention may occur to address the issue.